Event description:
Caller reported that there was damage to both the tandem charging cable and wall adapter, rendering the charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies with a two-day shipping service.